Manufacturer narrative:
(B)(4). The analysis results showed that one reload was received partially fired. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the surgeon tried to fire a green reload. The stapler started firing and then stopped. Part of the staples came out. There were no patient consequences. Case completed with another reload of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: did the device cut? No. On what tissue type was the device used? At what location on the tissue? Gastric sleeve procedure. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What other color cartridges were used before and after this event? Green and blue. Was buttressing material utilized? If so, which product? Yes, peri-strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? It started then stopped and shut off. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, they had to use the reverse button. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.